Event description:
I went to an aad certified dermatologist to get collagen filler in my face. The dermatologist suggest that I use silicone microdroplets instead. I had silicone injected into my nasolabials and into my lips. I now have capsular contracture on my lips and my mouth will no longer open as wide as it used to and my face, as it is aging, is falling naturally, except for the area at my nasolabialis. My face is now becoming very strange looking. No surgeon or dermatologist will touch me. The dermatologist died a few years ago. It hurts me, as the scar tissue is stretched across my skin and especially hurts when I smile. I am just broken hearted. It's still in my face!